Manufacturer narrative:
Manufacturer¿s investigation conclusion a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event details: it was reported through the research abstract ¿driveline infection in lvad patients: effect of era, pump type and treatment strategy¿ identifying that the heartmate 3 is related with driveline infection, transplant and death. From 593 patients evaluated on this study, 10% (62) were implanted with hm3 and 90% with another vad support. A total of 14.3% experienced driveline infection. The three most common organisms were (B)(6) (35%), p. Aeruginosa (18%), s. Marcescens (10%). A total of 60% were treated with antibiotic alone and 32% required additional surgical debridement. At the end of follow up, 18% remained on support and 47% were transplanted. At the end of follow up post-surgical debridement patients, 3 patients remained on support and 11 were transplanted. Specific patient information and device serial numbers are unknown. The data was collected between feb 2009 and may 2019. No further information was reported.